Event description:
It was reported that an ilet user experienced difficulty pairing a new freestyle libre 3 plus, where the pump displayed ¿pairing with sensor¿ and did not show the expected warmup countdown until the user rescanned the sensor, after which activation and warmup display were successful. No adverse clinical symptoms reported. Outcomes included restoration of expected operation after user-guided troubleshooting with no injury, no medical intervention, and no hospitalization. User support included customer service review of the event, user guidance to rescan the sensor, and confirmation of function following the rescanning step. Investigation of this case revealed that the sensor pairing process did not complete on the first attempt but resolved with a repeat scan, consistent with a transient communication or pairing workflow issue between the pump and the sensor component. It was concluded, based on previously established findings for similar reports, that the cause was user workflow and device interaction factors leading to an incomplete initial pairing that resolved with standard troubleshooting.

Manufacturer narrative:
Initial.